Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection. The reported failure of no endoscopic image was not confirmed, therefore; the definitive root cause of the reported issue could not be determined. In addition, the following reportable malfunctions were identified during the device evaluation: corroded nozzle. Based on the results of the investigation, the most probable root cause of the corroded nozzle was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that gastrointestinal videoscope had no image during maintenance. There was no patient involvement.